Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi, revascularization).

Event description:
Additional information received confirmed that the mi which that one day post the index procedure was remotely related to the study device.

Event description:
During the index procedure, there was 3 endeavor sprint drug eluting stents implanted; 1 in the rca and 2 in the lad. It is reported that one day post index procedure the patient suffered an mi of the target lesion due to angina. The event was not assessed for relatedness to device. It is reported that the patient recovered with treatment. It is reported that revascularization was carried out approximately 5.5 months post index procedure due to a positive stress test. There were 2 non medtronic stents implanted, one in the mid lad and one in the mid rca. It was reported that the patient recovered with treatment. It was assessed that the event was not related to the device. It is reported that the patient suffered an mi approximately 23 months post index procedure and was treated by revascularization of the rca with one non medtronic stent. It was assessed that the event was not related to the study device and the patient recovered with treatment.